Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The lot number was not provided; therefore, a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Event description:
A doctor reported to baxter that precipitate formation was observed in the lines during patient treatment. There was patient involvement. There was no patient reaction or injury and no intervention was required. The patient treatment was discontinued. The accusol solution, sets and filter were replaced by new ones and the treatment continued.